Event description:
It was reported that the "advance paper" button on the programmer was broken. The programmer was returned for repair. No patient complications were reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the page advance would not work. The connection from the key pad to the cable was not secured. Analysis also found that the power cord bay latch was broken off, the common mode wrist electrode tested out of specification and the radio frequency (rf) head would not interrogate.